Event description:
A (B)(6) male was admitted through the ed with a diagnosis of chest pain. Baseline pt = 11.9, inr = 1, and ptt = 29.2. Heparin 25,000 units in 250 ml infusion initiated per acs protocol. Heparin 4000 unit loading dose given via ivp at 1603, and infusion initiated 30 minutes later at a rate of 12 units/kg/h4 (rate 7.6 ml/hr). The information programmed into the pump was general information: (B)(6) male admitted via ed, admitting diagnosis: chest pain, 1415: pt = 11.9; inr =1; ptt 29.2 heparin infusion: heparin 25,000 units in 250 ml per acs (cardiac indications) protocol at 1518. Per protocol, dose range = 4-25 units/kg/hour in ehr to allow for rn titration. Pt weight specified as (B)(6). Heparin 4000 unit loading dose given ivp at 1603 (from event logs from infusion pump). Infusion of heparin 25,000 units in 250 ml correctly programmed within guardrails using a pt weight of (B)(6). An infusion of 10 units/kg/hour (rate = 7.6 ml/hr) was started at 1633. The does was increased to 12 units/kg/hour (rate = 9.1 ml/hr) was at 1636. At 1735, the pump module that was in use for the heparin infusion triggered an "air in line" alarm and 15 seconds later the "channel off" key on this module was pressed. The entire heparin bag was empty at this time. Subsequent interventions: at 1745: pt = 82.2; inr = 7.0; ptt > 200; heparin quantitative assay > 2 (all critically high). The pharmacist in the emergency department was notified of the overinfusion at approximately 1750. The pharmacist contacted the physician and protamine 100 mg IV was ordered. At 1811: protamine 100 mg in 250 ml d5w IV started. At 1842: infusion completed. On (B)(6) 2013 at 0032: ptt = 30 (in normal range) the root cause of the event was traced back to a pump malfunction. This pump was up to date on inspections. However, possessed a non-functioning inner door which secured the tubing in place. Since the tubing could not be secured in the line occluders, the bag ran in by gravity over 1.5 hours. (B)(6).